Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during service training, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
During integration update describe event or problem was updated, adverse event information tab was updated. Please note initial reporter is (B)(6) a getinge stm. This should suffice to answer gfe question asked on (B)(6) 2022 which was seeking clarification..... (B)(6) 2022. Additional information: (event site telephone: (B)(6). A getinge fse evaluated the iabp unit, replaced helium reservoir and pim. Calibrated 30 psi transducers, finished pm. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty helium reservoir and pim was sent to getinge's failure analysis and testing (fat) for evaluation. Technicians performed the visual inspection of all the received parts and they look in good condition. The technician then installed the tested parts (part number: 0997-00-0565 serial number: (B)(6), part number: 0997-00-1178 serial number: (B)(6) into the cardiosave but could not verify the failure of autofill. The all passed testing. Retaining the following parts in the nrc as per procedure number 0002-07-d008 rev aj. Part number: 0997-00-0565 serial number: (B)(6). Part number: 0997-00-1178 serial number: (B)(6). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.